Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The nurse reported that it occurred after the patient sneezed. The patient's bp at the time was 123/65, but had previously been in the 130s-140s systolic. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating secondary motor voltage too high. Visual inspection of external components found no abnormalities. Visual inspection of internal components found secondary motor out of primary alignment, confirming that secondary motor engagement occurred resulting in the permanent alarm. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. An extended observation run was performed at normotensive settings without alarm or malfunction. Additionally, a valsalva maneuver test was performed at normotensive settings, where pressure was placed on the mock tank until levels were visibly disturbed, to replicate the sneeze reported by the patient. As intended, a recoverable alarm was produced. No permanent alarms or malfunctions were observed. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue from alarm history review. The customer complaint was not replicated during testing; root cause of the reported red alarm triggered by a sneeze was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the reported complaint. No evidence of a device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The nurse reported that it occurred after the patient sneezed. The patient's bp at the time was 123/65, but had previously been in the 130s-140s systolic. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.